Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the alarm powers on but does not sound when the magnet is removed or when the sensor is unplugged. There was no physical damage to the alarm found. (B)(4).

Event description:
Customer reported when the magnet pull cord was detached from the alarm, there was no sound heard. Customer stated this was discovered during set up prior to use with a patient but did not provide the date when found. No patient incident or injury was reported.